Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed foreign material inside the nozzle. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.